Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was instructed on how to put the pump into storage mode before returning it. Caller was asked to send the problematic pump back to tandem using a pre-paid label within ten days, which they acknowledged.